Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken. Broken part missing unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer reported via phone call that the sensor alarmed multiple lost sensor error alarms. Customer's blood glucose was 71 mg/dl. During troubleshooting, no cannula was found on the sensor. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.